Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right occluded superficial femoral artery via left common femoral access, the catheter allegedly sucked in or compressed the stent placed. It was further reported that the guidewire allegedly broke and the broken segment was able to be snared and retrieved from the patient. Reportedly, the patient allegedly experienced vessel dissection due to the guidewire and distal tip malfunction. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right occluded superficial femoral artery via the left common femoral access, the catheter allegedly sucked in or compressed the stent placed. It was further reported that the guidewire allegedly broke within the patient's body and the broken segment was able to be snared and retrieved from the patient. Reportedly, the patient allegedly experienced vessel dissection due to the guidewire and distal tip malfunction. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.